Event description:
It was reported that the home patient (hp) had a system error 2240 (air in tubing) and a system error 2367 on the homechoice (hc) during dwell 10 of 10, while the hp was connected. During troubleshooting nothing unusual was found that could have caused or contributed to the alarm. The technical service representative (tsr) explained the alarms and had the care giver (cg) cycle the power to clear the alarms. The cg was going to have the hp finish the therapy using manual supplies. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4).